Manufacturer narrative:
The pump was received with a blank display due to broken traces on the interface board. Unable to perform the displacement test or verify the unresponsive buttons/keypad due to the blank display. The pump was received with a cracked reservoir tube lip, broken battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window, a cracked case at the reservoir tube window corner, and a loose/shifted end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer stated that her vision is blurry. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 400 mg/dl. The customer stated that there is scratches on battery cap rim and the rim of the battery chamber it's bumpy. The customer stated that button is hard to push. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.